Manufacturer narrative:
The biomedical engineer reports that the cns (central nurse's station)) displayed a "fan speed" window error and then rebooted on its own. Once the cns came back into service, the device was functioning normally. Biomedical engineer confirms that the device is restarted every 90 days; however it was confirmed that the front and rear air intakes were clogged with dust. Customer was asked to clean the cns and continue to restart every 90 days. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the cns (central nurse's station)) displayed a "fan speed" window error and then rebooted on its own.